Event description:
It was reported that during a pph procedure. Prolene purstring placed appros.4cm above dentate line. Suture tightened and placed as per instructions. The device was closed within green safety margin and fires as normal with the audible crunch heard. While unwinding device, there was immediate pulsating hemorrhaging seen at 3 separate points. These were corrected with vicryl suture. The rest of the staple line was examined and all of the staples were loose. They were not formed correctly and had no hold on the tissue. The staple line was now unzipping and the surgeon was able to get full control with interrupted vicryl sutures all the way around. There was no patient consequence.